Event description:
It was reported that during a preventative maintenance (pm), the intuitive surgical, inc. (Isi) field service engineer (fse) found universal surgical manipulator (usm) 3 failed the carriage strength test multiple times. The fse restarted the system into normal mode and exercised the spinning discs, but this action did not resolve the issue. Verification of the usm with intuitive motion was conducted and no issues were found with sterile adapter or instrument recognition. There was no patient involvement.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) replaced universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the da vinci product to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) and performed the failure analysis. The logs confirmed that the unit failed the carriage strength test, and the field error logs confirmed that the unit triggered a 23065 error on the carriage. Visual inspection of the unit did not reveal any signs of contamination, damage, or loose connections related to the reported problem. The unit was put on the patient side cart fixture test platform (pftp), and it failed the carriage strength test with a 23065 error on degrees of freedom (dof) 6 in the logs. The axes controller, carriage power (accp) printed circuit assembly (pca) was swapped with a test unit, and the 23065 error did not go away. The axes controller, motor (acm) pca was then swapped with a test unit, and the 23065 error disappeared. While the in-house acm was still on the unit, the original accp pca was returned; and the unit still passed the carriage strength test. The original acm pca was then returned to the unit, and the unit failed the carriage strength test with a 23065-error reappearing. The probable root cause is attributed to the acm pca in the usm.

Event description:
Refer to h11 for follow-up information.